Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable has become difficult to fit into the pump usb charging port and the pump battery was unable to be charged. There was no reported impact to customer's blood glucose. Reported, the usb cable was replaced.